Event description:
It was reported that there was a confirmed motor stall in the pump event logs with no recovery noted. It was determined that the motor stall was caused by an MRI as the timing correlated. It was noted that the pump was not believed to have been interrogated after the MRI. There were no reported patient symptoms. The pump was reportedly infusing hydromorphone.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).